Event description:
The sales rep reported that a (B)(6) female, had received a scorpio ts in (B)(6) 2011. The surgeon mentioned that the current knee was luxated. No trauma had occurred. He removed the 10mm thick insert (B)(4) and replaced it by a thicker, 21mm insert (72-4-1921). He mentioned that the post of the removed insert did not show any signs of damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with (B)(4) is to provide clarification following a change in strykers electronic complaint systems.